Manufacturer narrative:
After further review of the reported complaint, there was no patient harm, adverse event, or medical intervention required as a result of the device having a missing component. Therefore, angiodynamics has reassessed the regulatory reporting of this event based on reportability criteria and concluded that this event does not meet reporting requirements. Please disregard the initial report that was inadvertently sent and accept this as a final close out report of this event not meeting regulatory reporting. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A clinical associate ii reported an event during procedure introduction for auryon atherectomy catheter 1.5mm - hydrophilic coated.1.5 catheter was prepped in normal fashion. Tracked over an abbot spartacore but sheared the inside of the sheath to the point a new one had to be pulled and exchanged for. Tip looks damaged as customer stated it felt sharper than usual. The procedure was completed with a different device, and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.